Event description:
Revision surgery - due to patient was lax in their joint so we stacked a spacer and new poly to tighten them up. 67 yr old male.

Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2018-00266; 508-00-432, s803 - dislocation, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.